Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit made a different noise and had little strength. Testing found the motor was erratic and the unit was out of calibration. The motor, eccentric shaft, switch, end cap, spring seal, and bearings were replaced and the unit was calibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that during the surgical procedure, the dermatome made a different noise, seeming to be losing its strength to extract the skin graft. There was no delay in the procedure or patient harm reported. No adverse events were reported as a result of this malfunction.